Event description:
The customer contacted stryker to report that their device would not work during a patient event. The device indicated the battery was fully charged, however the device did not operate. The device's suction cup was placed on the patient, but the device would not operate when the continuous and 30:2 buttons were pressed. Eventually, the device was removed from the patient and manual CPR was provided. When the device would not operate and it was removed from the patient, it was plugged into the power supply, to charge the battery for 10 minutes. The device subsequently operated correctly. The interruption in CPR was estimated to be approximately 1 minute. It was delayed due to decision making around transporting without a lucas, while it was being charged. The patient did not survive the reported event.

Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under MFR # 0003015876-2019-01456. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker completed a clinical review and determined that the device use may have contributed to the patient outcome, as the interruption in CPR was one minute. The users did not follow the instructions for use that state if there are interruptions, to remove the device and start manual chest compressions. By following the instructions for use the interruption in CPR is likely to be short, not, as in this case, as long as one minute. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing an unrelated repair, proper device operation was observed. The device was subsequently returned to the customer for use. It was noted that the batteries used with the device were manufactured in 2015 and should be replaced. Stryker recommends that batteries be replaced approximately every three years. The likely cause of the reported issue was determined to be due to user error, as the customer had not replaced the battery after the recommended 3 year life.